Event description:
Healthcare professional reported the aortic valve was removed due to regurgitation from leaflet perforation. Vegetations, aorto-left ventricular fistula and dis-insertion of the anterior leaflet of the mitral valve were also found. Endocarditis was present, but the organism was not identified.